Manufacturer narrative:
The user facility's biomedical engineer (biomed) analyzed the device. The biomed determined that the heater assembly was bad and wants to order another assembly to make the repairs himself.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not heating and would stay at twenty-three degrees. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.